Manufacturer narrative:
The hcg+b reagent lot number is 709174. The reagent expiration date was requested, but not provided. The field service engineer determined the gear pump pressure was low and pinch valve tubing needed replacement. The gear pump pressure was adjusted and the pinch valve tubing was replaced. Quality controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas 6000 e601 module. The sample initially resulted in an hcg+b value of 2.27 miu/ml. The doctor questioned the result based on the patient's previous value. The sample was repeated, resulting in a value of 1407 miu/ml with a flag. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.